Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette into the cycler. Pt stated she opened the cassette door to remove the tubing and solution leaked out of the cassette door. Pt's effluent remained clear after this incident. Sample is not available; sample was discarded.